Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the plaster did not stick to her skin when she removed the link assist plus insertion device. No adverse event reported. Requested return of the alleged device for evaluation.